Manufacturer narrative:
Section b5 was updated with the new information received. Internal complaint reference number: (B)(4).

Event description:
It was reported that during a revision of tka (unknown if from s+n), a trochar pin was found attached, presumably cold welded, to a lgn tibial cutting block right and can't be removed. This incident led to a surgical delay of fewer than 30 minutes, and it was reported that a smith and nephew backup device was available to conclude the procedure. No patient injury was reported due to this event.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a trochar pin was found attached, presumably cold welded, to a lgn tibial cutting block right and cannot be removed. It is unknown whether this event happened during surgery or not; therefore, patient involvement cannot be confirmed.